Manufacturer narrative:
Zyno medical has received the investigation report from the contract manufacturer on 04/28/2017. The conclusion is that the user-reported complaint could not be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00026).

Manufacturer narrative:
The failed IV set is being sent to the contract supplier for evaluation. The manufacturer had a quality meeting with the contract supplier on 01/11/2017 regarding the trending of back check valve issues of the IV sets. Investigation plans have been agreed and are in process. An additional quality alert has been sent to the contract supplier on 01/18/2017. The manufacturer will actively follow up with the investigation.

Event description:
The user reported a back check valve issue of the IV set. No patient was hurt. The event description is as follows: as a primary, 1000ml bag of normal saline was properly hung and mostly infused (about 800ml). This was a flush. The primary was hung on the hanger as a primary, and a secondary was hung on the IV pole above the primary as necessary for infusing a secondary and a primary. The secondary bag was filled with the drugs emend and dexamethasone. When they (the users) went to infuse the secondary at a rate of 25 ml/hour, vtbi (volume to be infused) 170ml, the drugs ran down the secondary tubing and backed up into the primary, going past the back check valve on the primary. The valve would not prevent the secondary bag of drugs flowing into the primary bag. The user eventually crimped the primary tubing and put a binder clip on the crimped section to stop the back flow of the drug into the primary line, 1000ml bag of flush. The user finished the infusion of the secondary line to the patient with no further problems.